Event description:
It was reported that the cement was being used to cement the elbow prosthesis. It was reported that the cement hardened in 4.5 minutes which resulted in the surgeon needing to remove the hardened cement prior to recementing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested from lot code tbu008. The results were satisfactory and within specification. No medical records were received or were relevant to the investigation of this event. Device history review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review determined that there were no similar events reported for the referenced lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code tbu008 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time .if additional information becomes available this investigation will be reopened.

Event description:
It was reported that the cement was being used to cement the elbow prosthesis. It was reported that the cement hardened in 4.5 minutes which resulted in the surgeon needing to remove the hardened cement prior to recementing.